Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) boots with error 14.

Manufacturer narrative:
Updated fields - b4, d9 device available for eval and return to manufacture date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, h6 medical device ¿ problem code, health effect clinical and impact code a getinge field service engineer (fse) evaluated the unit and stated he previously changed the compressor and upon troubleshooting further, it was found that the drive regulators and pressure transducer¿s we¿re not changed. The fse replaced both drive regulators and pressure transducers. Unit passed functional testing, calibration, and safety checks. Unit has been returned to service. The failure analysis and testing dept. Received the following parts associated with this complaint: parts were received with a reported failure of an error code 14. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual no failures could be confirmed for any part. Retaining the parts in the failure analysis and testing department.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) boots with error 14. No harm reported.